Event description:
It was reported that the ventilator was being set-up for pt use when it started turning on and off with an audible alarm. The ventilator was not connected to a pt when the reported problem occurred.

Manufacturer narrative:
The field service center found a loose screw between the membrane switch panel and main board. Discovered a missing screw from the main board under the fan assembly and two semi loose screws on the main board. The main board was replaced as a precaution. An independent field service center, which was not carefusion 203, performed the last servicing on this ventilator. The reported problem was directly related to the last service performed on the ventilator. Carefusion 203 will notify the field service center of our findings.